Manufacturer narrative:
No product is being returned for eval and no lot# has been provided to the MFR for review. Engineering assessment of the incident will be conducted and a f/u report will be sent within 30 days or upon completion of the evaluation.

Event description:
Robotic hysterectomy: "dr. (B)(6), insufflated with a veress needle and went in direct with a non-bladed 12 mm z-threaded trocar. He had difficulty getting in with this trocar, so he asked for a bladed 12 mm (c0r67) trocar. He started to use it but wasn't comfortable, so he switched back to the ctr73. He continued with entry and upon entering the abdominal cavity the trocar pierced the left iliac artery." Pt status: pt is still in the hospital recovering. Type of intervention: upon piercing the iliac artery they converted to an open procedure and call in a general surgeon to repair the artery.